Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient underwent another procedure on (B)(6) 2007 to treat stress urinary incontinence and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, urinary/bowel problems, bleeding, recurrence and vaginal scarring following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including unspecified revision/removal surgery for stress urinary incontinence on (B)(6) 2008. Additionally, it was reported that patient experienced exposed mesh and underwent attempted midureteral sling revision and urethrolysis on 10/24/2012. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.